Manufacturer narrative:
Date sent to the FDA: 12/12/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an open preperitoneal ventral hernia repair under general anesthesia on (B)(6) 2013 and mesh was used. The patient developed post operative ileus on (B)(6) 2013, the event was treated with nasogastric tube and resolved on (B)(6) 2013. The patient experienced an extended hospital stay.